Manufacturer narrative:
The reason for this revision surgery was reported as device loosening after 10.2 years of patient use. The healthcare professional indicated a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the first complaint for this part number from this lot. The root cause for the device loosening was reported as a fall. There is no information reported that showed a material, design, or manufacturing problem with the product.

Event description:
Revision surgery - due to a fall, the acetabular cup was loose. The surgeon removed the acetabular components and reimplanted the biomet acetabular shell and liner. The femoral component was fixed but the surgeon removed the femoral head and replaced it with a new 36mm femoral head.